Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, thin leaflets, and dilated left atrium. A mitraclip ntw ((B)(6)) was inserted and deployed on the mitral valve. However, while preparing a second mitraclip, imaging revealed a perforation on the posterior mitral leaflet (pml). The clip was noted to be attached to both leaflets. A second clip, a mitraclip ntw ((B)(6)) was then inserted and deployed on the mitral valve. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and per the physician, the single leaflet device attachment resulting in mitral valve insufficiency/regurgitation was due to thin leaflets and dilated left atrium (patient conditions). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions; health effect- impact code: 2199 no consequences or impact to patient.